Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. No motor error alarms were noted. However, the device was unable to prime unit during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. No unexpected no delivery alarms noted. The device had minor scratches on lcd window, cracked case at display window corners, and missing end cap sticker.

Event description:
The customer reported that the insulin pump alarmed motor error and no delivery. Troubleshooting was done. Customer stated that alarm occured during bolus. No blood glucose reading provided. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.